Event description:
It was reported that one day after a new system was implanted this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had high out of range pacing impedances intermittently and oversensing of the right atrial (ra) channel. Due to the high impedances measuring 2596 ohms, a lead safety switch was triggered. Technical services discussed possible causes and provided programming options. This crt-p and rv lead remains in service. No adverse patient effects were reported.